Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that single flipped bit in the product code which resulted in the reported backup vvi operation. After a software download, normal function resumed.